Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock as expected during cardioversion. The customer stated that they needed to depress the shock button multiple times before the shock was delivered. There was no report of negative pt outcome. A philips field service engineer evaluated the device and could not reproduce the symptom. The device passed all standard testing and was returned to service. No ECG strips or event summary were available for philips to review. We are reporting this based on the customer's report symptom only. The available info does not support that a malfunction occurred and a root cause determination cannot be made. As of (B)(6) 2011 there have been no further reports of this symptom and this device from this customer.

Event description:
The customer reported that the device did not deliver a shock as expected during cardioversion. The customer stated that they needed to depress the shock button multiple times before the shock was delivered. There was no report of negative pt outcome.